Event description:
The catheter was returned by the customer for complaints of catheter location issues on navx when compared to fluoroscopy. Investigation of the returned catheter revealed a handle leak.

Manufacturer narrative:
Investigation of the returned device revealed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Further analysis revealed the saline entered the connector from the handle creating a short to the thermocouple and conductor wire which caused the reported catheter location issues during the procedure. A quality improvement project was initiated to address handle leaks in this catheter. Date report submitted to FDA by MFR: 09/16/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.